Manufacturer narrative:
Date sent to the FDA: 05/26/2021. Additional information: a manufacturing record evaluation was performed for the finished device lot number qjmsux / vcp304w38, and no non-conformances related to the reported complaint condition were identified. Additional h-3 summary: visual analysis of the returned sample determined that one opened sample of product code vcp304 was received for evaluation. Short insertion could be observed in the strand. The visual inspection concluded that the needle/suture combination was detached from the needle, since the insertion end of the suture did not meet the requirement. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use, resulting in a pull-out defect. The pull-out defect has been correlated to the manufacturing process. Based on the information currently available, the pull-out was identified during the investigation of the sample received. This product issue will be addressed through the quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Component code: device not returned. The following information was requested, but unavailable: what was used to complete the procedure? No further information is available. Procedure name? No further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name: (B)(4). Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: 275 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture was detached from the needle easily during continuous suturing. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested.